Event description:
Reported conflicting sars results for 1 symptomatic (1 week post onset of symptoms) consumer. The consumer communicated that they first tested negative, then positive a day later with quickvue otc testing. No confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.